Event description:
Boston scientific crm received information that this right ventricular (rv) lead had dislodged and was exhibiting high thresholds. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. All lead measurements were normal after the revision procedure. No further information is available. If more information becomes available this report will be updated.